Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The magnet was reportedly massaged back in to place. A CT scan confirmed the magnet is in place. The recipient is using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experienced a dislodged magnet after undergoing an MRI with the magnet in place. Head bandaging protocol was reportedly followed.